Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie had failed and wouldn¿t release. The field service engineer manually removed the failed pocket and confirmed via diagnostics that the row board was not the root cause. Another 2x5 pocket was successfully tested in the same row, verifying the board's functionality. The tested pocket was returned to its original position, and the system was rebooted. The customer was then able to recover the now-empty storage space successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es cubie had failed and wouldn¿t release. As per customer, they attempted to turn the machine off and on, and they broke the black piece to get the medication out and loaded it elsewhere. It gets to the point of asking if they want to unload the medication, but then the states require maintenance. There were no adverse events or injuries reported based on this incident.